Manufacturer narrative:
(B)(4). The sample was discarded; therefore no evaluation was performed and the batch review was not performed. Should additional information be come available a follow up report will be submitted.

Manufacturer narrative:
(B)(6). Baxter contacted the patient's peritoneal dialysis nurse on (B)(6) 2011 and she indicated the patient was using the fresenius liberty cycler and disposables when he acquired this peritonitis. The patient is no longer on pd therapy and has switched to hemodialysis therapy. Fresenius clinical quality has been notified of this adverse event. No further information is available.

Event description:
The patient initially called the baxter technical service representative regarding a slow drain without drain alarms having occurred during peritoneal dialysis (pd. During the call, the patient indicated that he had peritonitis. Reportedly, the patient's physician advised the patient that the peritonitis had occurred due to the extended drain time. During a follow up call on (B)(6) 2011, the facility nurse indicated: the patient was not using baxter disposables or device when he contracted peritonitis. The nurse reported the cause of the peritonitis was possibly touch contamination by the patient. The patient reportedly switched to baxter products after this episode of peritonitis for a short while and continued to have an on-going peritonitis. It is unknown what labs or cultures were performed. It is unknown what interventions were required. The peritoneal dialysis catheter was removed on an unknown date and the patient was switched to hemodialysis permanently. No further information was available.